Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion alarm was not able to be reproduced as upon powered the device alarmed system error ec615 (cannot read from rtc). A review of the event history log revealed multiple upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump constantly alarmed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.